Event description:
The hcp reported that the pt developed an incisional hernia from her enterra device. The hernia was repaired on an outpatient basis without complication.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.

Manufacturer narrative:
No new information was received. Supplemental report being sent to correct coding based on updated procedures. (B)(4).